Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to detect the implantable cardiac monitor (icm) after it was implanted in the patient. The icm was repositioned and another unsuccessful attempt was made to detect the device. The physician felt that the icm was defective. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.